Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant. It was reported that the opening and closing of the valve was not smooth and the doctor was concerned it may leak in the future. The valve was successfully replaced with another bioprosthetic valve. There were no adverse pt effects reported.